Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament repair performed on (B)(6) 2013. According to the complainant, when they fired the device, the needle would not catch. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
The returned device was found within specifications. No visual failures were noticed. The device has residues in the carrier and the cage. The device was actuated (deployed) three times with the suture and the cage catches the needle, however the carrier did not retract when released. The failure could be due to residues on the device; then the device was cleaned with alcohol in order to remove the residues, and the device worked with no issue. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The complaint is not confirmed; the cage was able to catch the needle/suture; however, during the product analysis the carrier did not retract when released; therefore the device was cleaned with alcohol in order to remove the residues and the device worked with no issue. The most probable root cause for this incident is ¿operational context¿ since procedural and/or anatomical factors (as the residues found on the device) could have affected the device integrity and consequently its performance and they may have contributed to the failure reported.